Event description:
It was reported that pocket infection was observed one month post implant. Patient was admitted to the hospital for pocket debridement and IV antibiotics treatment. Patient was discharged in stable condition.

Manufacturer narrative:
No medwatch form was received. Review of quality records.